Event description:
The salute fixation device was being prepared for a case when the problem occurred. The device's intended use is for fixation of prosthetic material. The customer reported that the tip was broken. However, when received, company found a small piece of wire lodged behind the island. It would only deploy straight wire, instead of the "q" shape it is intended to deploy.